Event description:
Every time the reporter uses the ionic breeze air purifier they develop a very frightening pneumonia-like illness with low-grade fever, very congested lungs, headache, sinus infection, cough, pain in chest, etc. The fluid in lungs has a very strange taste also and the air in room smells odd when the reporter uses the product. This problem has happened every time they've used this product in the past year -last spring/summer and this spring-, but the reporter finally just realized that it was the product doing it in 4/2003. The reporter can turn the condition on and off by using or not using the product, although it takes a few days to develop in the first place and several days/weeks/or a month to get rid of once they stop using it.